Event description:
It was reported that this patient's remote communicator displayed a red call doctor icon. Subsequently, troubleshooting was performed, and the communicator was power cycled, and a successful patient-initiated interrogation was sent. The patient was referred to contact their clinic regarding the red call doctor icon. Additional information was received that this implantable cardioverter defibrillator (ICD) exhibited a high out of range right ventricular (rv) lead pacing impedance measurement, measuring greater than 2000 ohms. Subsequently, this patient was brought into clinic for further troubleshooting. The physician opted to turn tachy therapies off for this patient at that time. At this time, evidence suggests the device system remains in-service. No adverse patient effects were reported.